Event description:
Customer reported that due to receiving an error message on her meter, she was unable to test and experienced symptoms of dizziness, shakiness, and was "mentally not herself". The paramedics were called and treated her with insulin. She was transported to a local hospital, diagnosed with hyperglycemia and treated with additional insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.